Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, motion sensor test failure, and failed battery test. Customer's blood glucose level was not reported. The customer did not receive a failed battery test alarm after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test. The pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, and unexpected restart error test or verify the motor position encoder error alarm or motion sensor test failure alarm due to the motor error alarms. No failed battery test alerts were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.